Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. They inserted the cannula and was clearing the lower end, retracted the vein with the c ring, during which there was a breakage of the saline flush connector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber: # (B)(4). The vv7 xb was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The bisector tool was returned outside of the cannula. The were no visual failures observed on the cannula or the bisector. The c-ring was completely in tact. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. Based on the condition of the device, the reported failure "break; connector" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. They inserted the cannula and was clearing the lower end, retracted the vein with the c ring, during which there was a breakage of the saline flush connector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.